Event description:
Patient arrived to neurosciences critical care unit from the or post crani and external ventricular drain and codman placement. Stat head CT ordered. Charge rn and bedside rn transported patient to CT scanner with rt. Before sliding patient over onto the CT scanner, codman began to alarm with message "sensor or extension cable failure! Disconnect and replace cable or sensor." All troubleshooting recommendations followed per reference manual. Unable to clear error message. Codman then taken out of patient. No apparent harm to patient.